Event description:
This customer reported that the right leg lead was not reading on the 12 lead ECG. There was no impact to the patient.

Manufacturer narrative:
(B)(4). This customer reported that the right leg lead was not reading on the 12 lead ECG. There was no impact to the patient. This customer reported a failure to discharge during a patient event. There was no impact to the involved patient.